Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft fracture occurred. The target lesion was located in the left anterior descending artery. Upon advancing a 20 x 3.50mm taxus liberté coronary drug-eluting stent, the mid shaft fractured and the physician removed the device. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the balloon was tightly folded and the stent was secured on the balloon. The hypotube was fractured 63cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation. The hypotube was kinked 60cm from the strain relief and 75cm from the distal tip. The shaft was kinked 7, 13.75 and 14cm from the distal tip. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft fracture occurred. The target lesion was located in the left anterior descending artery. Upon advancing a 20 x 3.50mm taxus liberte coronary drug-eluting stent, the mid shaft fractured and the physician removed the device. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.